Event description:
During a laparoscopic cholecystectomy, the surgeon noted that upon inspection of the trocar sites there was a small burn on the port through which the spatula had been placed to achieve hemostasis on the liver bed. The burned skin on the right lateral port site was excised and the trocar sites were closed.